Event description:
The facility reported a pump with failure code 810:11. This occurred during patient use, stopping the infusion. There was no patient injury or medical intervention reported according to the hospital representative. No additional information was available.

Manufacturer narrative:
Evaluation summary: the reported condition of failure code 810:11, which caused the infusion to stop was confirmed, but could not be duplicated during evaluation, therefore no corrections were made to the device for this condition.